Manufacturer narrative:
Returned product consisted of an incomplete guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was full separation of the collar and shaft to the device. The full length of the returned device from the strain relief to the collar was 126.3cm. There was blood present on the collar and the remaining portion of the shaft was not returned for analysis.

Event description:
Reportable based on device analysis completed on 15mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla was selected for use. During the procedure, it was noted that the device could not cross. There were no patient complications reported. However, device analysis revealed a full separation of the collar and shaft to the device.